Event description:
It was reported that the patient had received tracheotomy on (B)(6) 2023 and was interacting with staff appropriately with slight bleeding from site and tranexamic acid (txa) was placed. Non-contrast cat scan of the head (cth) demonstrated left cerebellar hemorrhage with herniation. The patient was on heparin drip at the time of stroke. Partial thromboplastin time (ptt) was 71, prothrombin time (pt) was 14.9, international normalized ratio (inr) was 1.2, and fibrinogen was 476 milligrams per deciliter. The patient experienced a change in mental status and decreased level of consciousness (loc). Diagnostic testing revealed multifocal intraparenchymal cerebellar hemorrhage and subarachnoid hemorrhage (sah) with upward trans tentorial herniation, obstructive hydrocephalus, and likely tonsillar herniation. Adjacent hypoattenuating regions in the cerebellar hemispheres could be secondary to edema or ischemic infarct. Bilateral proptosis and increased orbital fat, likely a manifestation of graves ophthalmopathy was noted. Partially visualized nasogastric tube and opacification of the nasal cavity with bubbly secretions, possibly traumatic, was also seen. The patient was treated by discontinuing heparin; however, neurosurgery noted any intervention would not have changed the outcome due to significant sah and brainstem compression. It was noted that the death was not considered device related and the device operated as expected. The patient passed away due to a sah on (B)(6) 2023. The cause of the sah was left cerebellar hemorrhagic stroke with intraventricular extension and herniation, suspected hemorrhagic stroke of unknown etiology.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.